Event description:
The resident was being transferred from bed to chair. As she was lifted from her bed with the floor lift, she reached for the powered dynamic positioning system (pdps) with her right hand while the dps was still in motion crushing her right hand and finger. She sustained a fracture at the hand area, had x-ray and a splint was applied.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh on behalf of the manufacturer arjohuntleigh (B)(4). The device was inspected on-site by a representative of the manufacturer's sales and service unit subsidiary division, not a direct employee of the manufacturer. Floor lift had scratches and pain peeling, but all functions were working as per OEM specifications. Additional information will be provided following the conclusion of the manufacturer's investigation.